Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2018-00131. It was reported the patient's leads migrated to the pocket site causing a tickling sensation at the pocket site. Surgical intervention may be pending to address the issue.

Event description:
Device 2 of 2: reference MFR. Report#: 3006705815-2018-00131. Follow information identified the patient's leads were replaced with a paddle lead resolving the issue.